Event description:
During preventative maintenance of the device, the field service technician reported the boot on the toggle switch was cracked. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance of the device, there was no pt involvement during the event.